Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and a lead fracture, confirmed on x-ray. It was also reported that the right ventricular (rv) lead exhibited low sensed wave. The ra lead was initially, programmed off and subsequently, explanted and replaced. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.